Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 cable did not work. The hosp did not report any pt effects. Maquet cardiovascular anticipates the return of the product in question.

Manufacturer narrative:
Method - the device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Internal file number - (B)(4).